Event description:
Between [redacted] and [redacted] -42 days-, 26 known failures occurred with ivenix tubing: set0014-1, lots fa24105127, fa25e19083. Cassette leaking1, cassette misload error1, cassette missing secondary line1, loading error1, will not backprime2. Set-0032-1, lots- fa25ez6047, fa25e21014. Cassette leaking4, cassette missing gold plates2, cracked luer lock10, leaking 1, spike broke off1, unrecognizable tubing error1, will not backprime1.